Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number. Visual inspection: received one denali jugular filter delivery device for evaluation. The filter was still loaded in the storage tube; however, it was shifted distally. The safety cap was returned attached to the distal end of the storage tube. The pusher catheter was kinked approximately 29.1cm from the proximal end of the handle. However, review of the preliminary evaluation indicated that the kink may have been due to packaging of the sample when it was packaged for return. No kinks were reported by the user. The tuohy-borst was returned tight in place. No other anomalies were noted. Functional/performance evaluation: the tuohy was loosened and the filter was able to be advanced through the storage tube without issue. As the sheath was not returned, complete functional testing could not be performed. Skiving was found inside the storage tube. The skiving was likely due to the filter feet passing through the tube. The filter contained all 6 legs and 6 arms present and intact. No anomalies were noted to the filter. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for failure to advance as the filter was returned still loaded in the storage tube. In addition, skiving was found inside the storage tube which can imply advancement issues. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not be advanced out of the storage tube and sheath. The deployment sheath remained as the deployment system was exchanged for a new filter system that was prepped and deployed successfully. There was no reported patient injury.